Event description:
It was reported that pt was in cardiac arrest, during use, device compressed once and displayed "replace battery". Battery was replaced, system again compressed once and displayed replace battery. Manual CPR was administered. This report pertains to 14 autopulse nimh batteries. The autopulse platform is covered in report #3003793491-2012-00161.

Manufacturer narrative:
Batteries were not returned for investigation. The customer scrapped the failed batteries, but had tested the batteries and provided the data. Based on this data: for 3 batteries (serial number not provided) provided data was corrupted. Corrupted data may be caused by not fully inserting the battery into the tester, and/or a defective or damaged electrical component in the battery. However, this could not be confirmed as the units were not returned. Test data indicated that six batteries (serial#'s (B)(4)) failed power testing. Product labeling indicates that the useful life of the battery is between 2-4 years. Life of each battery is influenced by frequency of use and frequency of routine maintenance. Battery maintenance records indicated that the 6 batteries were not properly maintained (i.e., not test cycled on a monthly basis). The 6 failed batteries have an estimated mfg date of march-april 2009. The complaint was reported in (B)(6) of 2012. The 6 batteries were 3+ years old. Based on the calendar ages of these 6 batteries, they may have aged passed the end of their useful lives. Based on the provided data, the remaining 5 batteries (serial#'s (B)(4)) passed power testing. Probable cause for the reported "replace battery" messages might have been due to the use of any of the 6 failed batteries.